Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue, other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to incontinence and prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, ulcers, sores and dyspareunia.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.